Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without a recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they acknowledged and understood.